Event description:
It was reported that 7 bd plastipak¿ luer-lok¿ syringes leaked blood or medicine past the plunger during use. The following information was provided by the initial reporter: "7 incidences of either blood or medicine leaking around plunger. Leaving residual contaminates in rear of syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary two photos and seven samples were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. From the samples, a solution was observed past the stopper and fluid was around the plunger. The samples were subjected to the leak test and passed. A device history record could not be evaluated as the lot number is unknown. The customer experience was unable to be confirmed as the team was not able to duplicate the nonconformance. Therefore, the root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 bd plastipak¿ luer-lok¿ syringes leaked blood or medicine past the plunger during use. The following information was provided by the initial reporter: "7 incidences of either blood or medicine leaking around plunger. Leaving residual contaminates in rear of syringe."